Event description:
It was reported that the stent delivery system was difficult to remove. The stenosed target lesion was located in the carotid artery. A 10.0-31 carotid wallstent self-expanding and filterwire were selected for stenting. During the procedure, the stent was guided along with the filterwire and deployed at the target site. However, when attempting to remove the delivery catheter of the stent, resistance was felt. The filterwire was held in place with a non-boston scientific forceps and the delivery catheter was removed. The procedure was completed with this stent. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).